Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 6 years post-op due to an implant fracture. There were still parts in the cone of the neighboring segment, however, all parts below the fracture were revised. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: austria. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the provided pictures identified a fractured oss segment that was covered in bio-debris. No device was returned therefore no further evaluation can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs provided and assessed by health care professionals. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.